Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted.

Event description:
It was reported that the wake button was unresponsive. Customer was assisted with rebooting the pump to resolve the issue. Customer¿s blood glucose was within range (value not provided). Customer continued to use the pump for insulin therapy.